Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via legal documentation that the insulin pump malfunctioned on the customer on (B)(6) 2014. It was reported the customer sustained injuries due to the malfunction. The details were not provided. The insulin pump will not be returned for analysis.